Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
See reg report 3004209178-2018-10705 for information related to overdischarge and battery replacement. Going forward, both events will be captured in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
They also reported heating at the implant site while recharging. No additional symptoms and no additional complications were reported for this event.

Event description:
It was reported that the patient was having difficulty charging and specifically getting a good connection and maintaining good connection. The patient is very thin and the ins is implanted in the left upper flank. Adhesive discs were ordered and charging instructions were given to the patient to use those with wide abdominal binder. On (B)(6) 2017 additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, degenerative disc disease. The additional information reported that the ins was not fully charging, was draining rapidly due to high stimulation parameters, and continued to have difficulty with charging. No symptoms and no additional complications were reported for this event.